Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the failure of the accuracy confirmation test. The external/internal inspection was performed and the device passed, along with all of the electrical testing. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston was cracked and the piston foam was deteriorated. The cause of the failure was the deteriorated piston foam and cracked piston. The door piston and the piston foam were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the volume accuracy test. Device failed during evaluation, no patient involved.